Event description:
Procedure: total lap hysterectomy. According to the reporter: while taking the first bite with the needle, the needle broke in half. The half of needle that broke off lodged in the vaginal cuff and was easily able to be retrieved. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device fragment fell into the patient but was retrieved.

Manufacturer narrative:
Tracking number (B)(4).